Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the battery status showed that four years had elapsed since the beginning of the lifetime of the subject pacemaker, while the device had been implanted for two years.

Event description:
Reportedly, during a follow-up performed on (B)(6)2019, the battery status showed that four years had elapsed since the beginning of the lifetime of the subject pacemaker, while the device had been implanted for two years.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200327 - file-2019-04368 - analysis_and_closure_report_resp-2020-00166.pdf].

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the battery status showed that four years had elapsed since the beginning of the lifetime of the subject pacemaker, while the device had been implanted for two years.

Manufacturer narrative:
B3 was corrected: the correct event date is (B)(6) 2019.